Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the patient connector lost telemetry to the implantable device. It was noted that the mobile programmer application was connected to the mobile programmer and patient connector, with the mobile programmer also plugged in, and the connection was initially stable. The connection then became intermittent, showing dashed lines, before telemetry was completely lost at the beginning of the procedure. Attempts were made to restore communication by moving the patient connector closer to the device, including placing it in a sterile sleeve and positioning it directly over the implantable device; however, these attempts were unsuccessful. The session was ended, and a new interrogation was initiated, but the patient connector failed to reconnect with the device. The patient connector remains in use. No patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.1.1.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the patient connector lost telemetry was confirmed. Analysis of the service logs confirmed the customer comment that the patient connector failed to reconnect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.